Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 480 units of insulin on (B)(6) 2017, and the insulin gauge displayed an inaccurate fill estimate of 10 units at the time of the call. The customer's blood glucose level was 386 mg/dl, which was addressed with a correction bolus. The customer reloaded the cartridge successfully and received an accurate fill estimate.